Manufacturer narrative:
Customer technical support (cts) assisted the customer in performing extensive troubleshooting, but the leak was not resolved. A field service engineer (fse) was dispatched on (B)(6) 2011 and suspected an improper aligned and worn collar wash. The fse replaced the collar wash and performed alignment. The fse also disassembled and cleaned the wash vacuum valve. The system was primed, calibrated, and qc was run with no further errors. Repairs were verified per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the chemistry cartridge (cc) sample probe was leaking from the unicel dxc 600i synchron access clinical system. Customer also stated they were getting "out of range low" suppressed results and liquid was dripping onto the evaporation covers. In addition, the customer also stated that the tubing from the cc sample probe has bubbles. No injury or operator exposure was reported for this event.